Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(4) 2019 the device showed backup vvi mode. The patient was brought in to clinic on (B)(6) 2019. The patient was reprogrammed back to original programming. No adverse patient affects noted. Device remains implanted.